Event description:
Patient ambulated to the bathroom with lumbar drain. Nurse noted that catheter was disconnected from drainage system. Drain immediately clamped. Appeared that only a few drops of csf drained out prior to clamping catheter.